Event description:
A presentation article, "first metatarsophalangeal joint arthrodesis: an evaluation of hardware failure"; gordon l. Bennett, md; david b. Kay, md; james sabatta, p.a.c., (B) (6) reported (95) consecutive patients had first mtpj (first metatarsophalangeal joint) arthrodesis using fixation with synthes modular hand set. All patients were evaluated pre-operatively, regular intervals post operatively, and at final follow up. The (B) (6) forefoot scoring system was used pre operatively and at final follow up. Solid fusion occurred in 93 of 107 feet (86.9%). In the 14 that did no fuse, either the screws, plate or both, broke. Ten of the 14 feet were symptomatic, only 3 required further operative treatment. There were no hardware problems or failures in patients who had solid fusion. Pre operative (B) (6) scores were improved after surgery in all patients.

Manufacturer narrative:
Presentation article: "first metatarsophalangeal joint arthrodesis: an evaluation of hardware failure": gordon l. Bennett, m.d., david b. Kay, m.d., and james sabatta, p.a.c., (B) (6). Synthes is unable to provide the manufacturer, PMA/510k numbers and/or the date of manufacture without a part/lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot number was provided.